Event description:
Litigation alleges pain, elevated metal ion levels, metal ion debris, permanent damage, physical injuries.

Event description:
Litigation alleges pain, elevated metal ion levels, metal ion debris, permanent damage, physical injuries.update 10/11/13 - plaintiff¿s preliminary disclosure form was received, which identified doi information. Dob was also updated. Part & lot were also added due to patient sticker sheet. The complaint and associated mdrs were updated.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.